Event description:
Affiliate alleged a healthcare worker got burned and had discolored his/her right thumb and experienced soreness after removing a sterilization bag from a completed cycle. The healthcare worker did not see a doctor. It was subsequently reported the burn cleared within 24 hours.

Manufacturer narrative:
Hydrogen peroxide contact - user guide update based on user reports about contact with residual hydrogen peroxide from instruments, pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization completed. A user guidance has been issued.